Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown. During troubleshooting, the customer did not changed the infusion set and reservoir. Drive support cap condition was not mentioned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk.